Event description:
It was reported that device contamination occurred. A 2.00mm x 12mm emerge balloon catheter came in with damaged shipping box, damaged product box, and questionable sterility. There was no patient involvement.

Manufacturer narrative:
B3: date of event: used the first date of the bsc aware date as no information was provided.